Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 400 mg/dl. The customer was able to rewind the insulin pump. The no delivery alarm was resolved with an infusion set and reservoir change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and excessive no delivery alarm noted. Motor passed motor test.